Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the tissue welder kept beeping when the harvester had already disengaged it. The jaw was red hot and glowing. The harvester used the same device and cut another site branch to complete the harvesting. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot insulation has a burnt mark. The complaint was confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.